Event description:
The customer stated that the cell-dyn 3500 sl analyzer incorrectly read barcode 052380 124 as 052180 134. The sample was correctly read with the external barcode reader and their cd3700 generated a read error. No incorrect results were reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): the customer reported that the barcode label was intermittently misread in three different cell-dyn analyzers and gave an error related to the checksum (check digit), which did not match. The field service representative concluded that the problem was with the bar code label and not the cell-dyn 3500 analyzer. Investigation of this event could not determine the cause of the issue with the barcode label, as the product was not returned for evaluation. No information regarding the barcode label configuration and barcode symbology was available; however per the information documented in the complaint, the issue was attributed to the barcode label. The cell-dyn analyzer was found to be performing within specifications. A review of the domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) trend analysis reports (B)(4) 2008 through (B)(4) 2008 did not find an adverse trend on list base 91350-01 for the complaint issue. In addition, review of complaint records for the cell-dyn 3500 analyzer did not find any similar complaint issue. The cell-dyn 3500 system operator's manual, list number 92722-05, revision e, provides bar code specifications and bar code overview on pages 4-7 and appendix a, respectively. On page a-2, the manual states the importance and function of the check digit: the check digit is an extra numeric character in the bar code that permits the scanning device to mathematically determine whether it read the code correctly. This keeps the error rate as low as one for every billion characters scanned. Based on this investigation, it was concluded that there is no product deficiency identified for the cell-dyn 3500 analyzer, list number 04h11-01, for the complaint issue. This is the final report.